Manufacturer narrative:
(B)(4). Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
The patient was implanted with a 13mm amplatzer septal occluder (aso) on (B)(6) 2014. The patient presented with symptoms the evening of (B)(6) 2014 where the aso was confirmed by chest x-ray and transesophageal echocardiogram to have embolized to the descending aorta. The aso was percutaneously snared and the patient is doing well and outcome was successful.